Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock on supraventricular tachycardia (svt) with t-wave oversensing. Technical services (ts) was consulted and confirmed the type of signal during the episode shows a situation of cardiac oversensing due to low r:t ratio and changes in morphology. The signal does not appear to point towards a mechanical issue but rather a change in patient condition. The clinic reprogrammed the device to primary vector and the patient will be given a holter monitor to evaluate the number of ventricular extrasystoles. Besides the inappropriate shock, no other adverse patient effects were reported. This device remains in service.